Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it was discarded by the hospital staff. Based on the information received and without a product assessment, a definitive root cause could not be determined. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No further corrective or preventative actions are required at this time. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that the suture ring of an aortic perfusion cannula fell off into the pericardial well during removal of the cannula when the patient was being weaned off from cardiopulmonary bypass. It was reported that the suture ring was able to be retrieved and there was no patient injury. Due to the nature of the sterile filed, which is quite bloody, the surgeon's concern was that this suture ring could have been left in the patient. The surgeon reported that this has occurred at least five (5) times in the past, and he feels this is a bad design.